Event description:
It was reported that during implant the stylet on the pacing lead would not advance through the lead lumen. The pacing lead was attempted/not used. A new pacing was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted the stylet was not returned with the lead. Using a stylet sample to perform insertion test, it passed through the lead coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.